Event description:
Plaintiff was employed as a dental assistant, who wore and was exposed to latex gloves made by various mfrs. Plaintiff alleges suffering the following symptoms: chest pain and tightness, dyspnea, dermatitis, conjunctivitis, vesicular skin rash on hands, nasal inflammation, fatigue, weeping red eyes, hypotension and other physical injuries. Plaintiff alleges developing a latex allergy.